Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to clip caught at the distal end can include, but not limited to, manufacturing, inadequate nick and spread, user pulls back on device during clip deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using three prostyle devices after an endovascular peripheral interventional procedure. Reportedly, the suture did not deploy in step 3 with all three prostyle devices. A cuff miss occurred. A starclose se device was deployed; however, the clip was noted to have remained at the distal end of the device when the device was being removed from the anatomy. No resistance was felt during removal of the starclose se device. No vessel damage occurred. Manual compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.